Manufacturer narrative:
The insulin pump was received with stuck motor error alarm loop during bolus delivery and motor position encoder error alarm was confirmed in history file. The motor was tested outside the device and passed. Motor may have had an intermittent failure that was not detected during testing. Device passed the rewind, basic occlusion, prime and displacement tests. Device was unable to perform the occlusion test due to motor error alarms. The insulin pump had cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery on 10/17/15 and then motor error the day of the call. The device was not exposed to a magnetic field. The drive support cap is recessed. The customer also received a motor position encoder error alarm. Blood glucose value was 74 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.